Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. It was also reported that the right atrial (ra) lead exhibited undersensing. The rv and rv leads remains in use. No patient complications have been reported as a result of this event.